Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. This patient was enrolled with high grade dysplasia. The patient had a prior endoscopic resection, radiofrequency ablation, prior dilation, cryotherapy and a history of stricture. After a primary ablation dysplasia to solid foods and grade d ulcerative esophagitis was noted and the patient was dilated. The patient's symptoms were resolved with no dysphagia or esophagitis observed. Per the physician the severity of this event was mild and relationship of the event to the device procedure as probable and there was no device malfunction.